Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ranger balloon catheter with the loading tool on the shaft. The balloon was loosely folded. Functional testing was completed by attaching a water filled inflation device to the hub. The balloon was inflated to rated burst pressure and maintained pressure for 5 min. There was no damage or irregularities to the balloon. The distal tip was damaged. The reported inflation difficulty and damage was not confirmed. The reported advancing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that no additional scans have been done. The physician will see the patient at a later date and decided after if a scan, doppler or something else will be necessary.

Manufacturer narrative:
Device is a combination product. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-07730. It was reported that a portion of the device that is intended to be removed during preparation was advanced into the patient's body. The target lesion was located below the knee. It was a difficult case. A 3.00mm x 150mm ranger sl and a 3.00mm x 80mm 150cm ranger sl were prepared by a technologist and when physician advanced the balloons he remarked they were difficult to navigate and there was difficulty crossing the superficial femoral artery. The balloons failed to inflate and were removed from the patient. It was then noted that that the technologist forgot to pull out the "protection tubes" above the placlitaxel. It took two devices to understand what was happening. The procedure was completed with another of the same device. The balloon protector wasn't found for 3 x 80mm device after the procedure. The physician plans to scan the patient within 10 days to confirm nothing was left inside the patient. There were no patient complications and the patient status is good. This product is only ous approved but is similar to an approved us device.